Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and topical skin adhesive was used. The patient experienced a rash and was treated with a med dose pack and creams. No additional information was provided.